Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test due to constant motor error alarm. No cosmetic damage noted.